Manufacturer narrative:
Date of submission 06-jun-2018 the device has been returned and evaluated by product analysis on 29-may-2018 with the following findings. A review of the pump alarm history verified a cs 078 motor encoder error had occurred. During investigation, the pump powered on with an unrelated dim, pink display screen. During testing, the pump rewind, load and prime was successfully completed and the pump was exercised for 24 hours with no alarms reproduced. The pump cover was removed and evidence of moisture corrosion was located on the infrared (ir) component and motor flex connector. Due to internal moisture on ir, the pump data could not be downloaded. The complaint of a cs 078 call service alarm issue was shown in the pump alarm history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue.